Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 2.25mm x 28mm, eccentric, de novo target lesion containing a bend between >45 and <90 degrees was located in the non-tortuous and mildly calcified distal left circumflex artery. After a non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with 2x12 emerge balloon catheter resulting to 60% residual stenosis. A 32 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, it was noted that some of the stent's cells were deformed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 70% stenosed, 2.25mm x 28mm, eccentric, de novo target lesion containing a bend between >45 and <90 degrees was located in the non-tortuous and mildly calcified distal left circumflex artery. After a non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with 2x12 emerge balloon catheter resulting to 60% residual stenosis. A 32 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, it was noted that some of the stent's cells were deformed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 32 x 2.25mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found proximal stent damage, with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.